Event description:
It was reported that pump did not stay charged as long and required more frequent charging. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.